Event description:
The reporter stated the surgeon inserted an aa4204vl silicone plate lens but the lens tore. The lens was removed with no pt injury noted. Additional information has been requested from the facility but none has been forthcoming. If additional information is received, a supplemental medwatch report will be filed.